Event description:
During surgery using the laparoscopic davinci, the surgeon noticed arcing from the accessory tip cover that was covering the scissors. Upon closer inspection, small holes were discovered in the cover allowing current to escape. The surgeon voiced concern about an increased risk of an inadvertent burn to surrounding tissues. The same problem has been reported twice within the last week. No patient injury was sustained on either event. Additionally it was noted on both used tips that the ink that is used labeling is flaking off making it illegible.